Manufacturer narrative:
Zimvie complaint number (B)(4). H10: d10 - medical product - t3® tapered implant 4/3 x 11.5mm catalog #: bopt4311, lot #:2016062040.

Event description:
Fractured screw identified inside [fractured] implant.

Manufacturer narrative:
Zimvie received one (1) unknown biomet screw, for evaluation. Visual evaluation was performed, a fracture has been identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer submitted an image for the reported event. The x-ray image shows the the fracture screw inside the fractured implant. Based on the investigation and risk management file the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fractured screw has been identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.